Manufacturer narrative:
(B)(4). D10: concomitant devices - unknown persona femoral component catalog#: ni, lot#: ni, unknown persona tibial component catalog#: ni, lot#: ni. G2: foreign - event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address infection post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
Upon receipt of additional information, it was identified that the reported device did not cause or contribute to patient injury. Therefore, this report should be considered void, as it is not considered to be a reportable event. If any further information is found which would change or alter any conclusions or information, an additional report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.